Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels 469 mg/dl. Customer also reported that insulin pump had failed battery test. The insulin pump will be return for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received with stripped battery cap coin slot (p) noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.